Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4). If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed on due to rod having fully extended. During a review of investigation findings from lirc it was identified that the rod had surface wear, minor galling, scratching, discoloration and minor mechanical damage. No patient harm was reported.